Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were completed. There were no patient complaints or consequences.